Manufacturer narrative:
Attempts to retrieve additional information were unsuccessful. The device was not returned to edwards for evaluation as it remains implanted and explant procedure has yet to be scheduled. If additional information is received, a supplemental MDR will be submitted. Without additional information or return of the device the clinical observation cannot be confirmed and cause remains indeterminable.

Event description:
Edwards received information that a patient was considered for transcatheter valve-in-valve procedure in the aortic position due to unknown reasons; however, through follow up it was learned that the patient will undergo explant procedure instead. It was reported that the 19mm aortic pericardial valve has been implanted for approximately ten (10) years, four (4) months. It was reported by healthcare provider the "19mm valve was too small to begin with." Explant procedure has yet to be scheduled. Attempts to retrieve additional information were unsuccessful as healthcare provider reported patient authorization was required.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Attempts to retrieve additional information are in process. If additional information is received a supplemental MDR will be submitted. Without additional information or return of the device the clinical observation cannot be confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient may undergo transcatheter valve-in-valve procedure in the aortic position due to unknown reasons. It was reported that the 19mm aortic pericardial valve has been implanted for approximately ten (10) years, four (4) months. No additional information was provided.

Manufacturer narrative:
Additional manufacturer narrative: edwards received additional information through follow up with the healthcare provider. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. Attempts to retrieve the device for return are in progress. Therefore, the root cause for the stenosis remains indeterminable; however, patient related factors and progression of the patient¿s underlying valvular disease may have contributed to the event. If new information is received a supplemental MDR will be submitted.

Event description:
Edwards received additional information through follow up with the healthcare provider that the device was explanted after an implant duration of 10 years, 10 months due to patient prosthesis mismatch, fusion of leaflets, and severe stenosis. Per obtained medical records, there was absolutely no calcifications of the leaflets and no evidence of bioprosthetic valve dysfunction. It was reported by healthcare provider the "19mm valve was too small to begin with." The explanted device was replaced with a 23mm aortic pericardial valve. Tee demonstrated normal functioning aortic valve prosthesis. There was no perivalvular leak. Patient was intubated and hemodynamically stable when transferred to the intensive care unit.

Manufacturer narrative:
The reported device has not been returned. Follow-ups for device return are in progress. Supplemental report will be submitted if the device is returned.

Event description:
Additional information received indicates the patient has undergone explant of the bioprosthetic aortic valve.